Event description:
It was reported by the rep the devices were used in a low anterior resection, sigmoid. It was reported after firing the ecs25, the colon had a hole in the anterior side. Another ecs25 was opened and fired, and numerous holes were in the donuts. The staple line was oversewed with silk suture. The surgeon said it was tight to get the 25 in, and hard to get the anvil in. After testing there was no leak.